Event description:
It was reported, that a fitmore hip stem b, size 8 was implanted on (B)(6) 2014 on the left hip. The patient suffered from increasing pains after fall on the left hip in (B)(6) 2014. On the x rays it could be noticed a premature loosening of the shaft. The patient underwent a revision surgery on (B)(6) 2014.

Manufacturer narrative:
The manufacturer has not yet received devices for review. Four x-rays were received. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Once more detailed information becomes available, a follow-up report will be filed. (B)(4).